Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported incomplete cut on the stromal bed in the left eye of the patient, during lasik surgery as a result the procedure was not completed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. Logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Initial report states that cause of event is user. This statement can be supported by treatment report image and suction times shown. Long suction times can lead to higher variability in the flap thickness results and uncut areas. Treatment report image shows a decentered docking, possible fluid build-up between eye and patient interface, that can lead to the reported event. However, it is not possible to conclusively state the root cause. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).